Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 04/25/2019. Device evaluation: the lens was not returned in its original package. Visual inspection using magnification was performed to the returned sample: lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of viscoelastic material were observed on lens pieces. One of the haptic was observed distorted. No damaged was observed to the other haptic. The condition in which the sample returned is consistent with a lens that was implanted and explanted. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed and no deviation was found. The product was manufactured and released according to specifications. A search in complaints history revealed that no additional investigation request has been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2019 and (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model zcb00 +12.5 diopter) was explanted from the patient's right eye (od) due to a refractive miss and the patient being unhappy. At explant there was no incision enlargement, no vitrectomy, and no sutures were used. A zcb00 +16.0 was implanted as the replacement lens. The patient was reported being well post lens exchange. No further information was provided.